Manufacturer narrative:
Product ID neu_unknown_cath, serial# unknown, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2019-mar-28. The date of being unable to aspirate the cap was unknown. The cause of being unable to aspirate the cap was also unknown. The catheter would not be returned to the manufacturer for analysis. There were no further complications reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a manufacturer¿s representative (rep) regarding an implantable drug infusion pump. The drug being delivered was 10 mg/ml morphine (unknown) at 1.998 mg/day. The reason for use was non-malignant pain and failed back surgery syndrome. It was reported that there was a pump replacement due to elective replacement indicator (eri). It was also reported that the physician couldn¿t aspirate from the catheter access port (cap). Therefore, he did a partial removal of the catheter (spinal segment) and implanted a new one. The issue had been resolved at the time of the report. It was unknown if there were symptoms related to the issue. There were no further complications reported/anticipated.